Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission found that the right atrial (ra) lead exhibited noise oversensing leading to inappropriate mode switch. No intervention was performed. No patient consequences reported.

Event description:
New information noted that no intervention was performed and the patient will continued to be monitored.